Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that upon removal of the drains, each of the drains broke inside the patient. As a result, the device was revised.

Manufacturer narrative:
It has been communicated that the device is not available for investigation. Without the device, it is not possible for codman to conduct a proper investigation. In absence of the device, a review of the device history records confirmed that the device conformed to the required specifications prior to distribution. If the device does get returned in the future, the complaint will be re-opened and investigated. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not returned.